Event description:
It was reported that the patient¿s stimulator was going to be replaced for an unknown reason. Compatibility of the recharging and programming equipment with a new stimulator was requested. It was noted that the patient¿s current equipment would not work with a 37714 or 37712. It was further reported that the battery was being replaced due to normal depletion, but the stimulator was only 4 years old. The replacement was scheduled for the following day (B)(6) 2014. It was further reported that the patient¿s device was in a confirmed overdischarge (od). It was unknown if a physician mode recharge (pmr) was done. The patient had to charge weekly, which he no longer wanted to do, and the device was explanted and replaced with a non-rechargeable device. The patient¿s status was alive with no injury. It was further stated on (B)(6) 2014 that the patient was non complaint with recharging, which lead to the overdischarge. The patient has had no complaints about the current/new stimulator or therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found that the stimulation battery had reduced capacity due to overdischarge. It was reported that the ins was received with no telemetry and no output. Telemetry was restored after one physician mode recharge (pmr). It was stated that the ins passed functional testing when telemetry was restored. It was determined that the ins had experienced two overdischarges according to the ins trace report. It was noted that the first overdischarge was recovered in the field; however, the clock was not reset to the current time. Due to this fact it could not be determined when either of the two overdischarges occurred. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 74002, lot# n240233, implanted: (B)(6) 2010, product type: adapter. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# lb2060, implanted: (B)(6) 2003, product type: lead. Product ID: 3550-29, serial# unknown, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.